Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed and locked on the tissue. The device was torn off the tissue. The vessel had to be manually tied off. There were no pt consequences.